Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa; common device name: intravascular administration set. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® ultra touch¿ push button blood collection set the needle failed to retract. The following information was provided by the initial reporter: after blood collection, mla pushed button to retract safety needle. Safety needle did not fully retract, thereby posing a hazard to the patient, and phlebotomist.

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set the needle failed to retract. The following information was provided by the initial reporter: after blood collection, mla pushed button to retract safety needle. Safety needle did not fully retract, thereby posing a hazard to the patient and phlebotomist.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.